Manufacturer narrative:
Follow-up #1: date of submission 09/27/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/30/2016 with the following findings: during investigation, the pump was returned with the vibration alarm operating properly. The original complaint was unable to be duplicated. Unrelated to the original complaint, the battery compartment was observed to be cracked. The correct serial number is: (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a audio tone/vibration (intermittent vibration) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.